Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and a breach of the outer insulation and depression was noted. The inner insulation was noted to have a breach and was pulled, stretched and overstressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4965, implantable pacing lead 2005-(B)(6), (B)(4).

Event description:
It was reported that the patient was not feeling well. During a check intermittent loss of capture and pauses were found. It was also noted that both leads had high impedance due to a fracture. Both leads were explanted and replaced. No patient complications havebeen reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.